Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery handpiece device, lid device, power module device, coupling device and attachment device. (B)(6) 2019. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 5 of 6 for the same event. It was reported from (B)(6) that during an unspecified orthopedic surgical procedure, it was observed that the battery handpiece device while being used with a lid device, power module device, (2) coupling devices and (2) attachment devices became hot and was emitting a loud sound. There were no reports of delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a worn bearing and failed pre-test for check the free movement, cannulation and check the chuck. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported in the initial medwatch that the date received by the manufacturer was noted as september 27, 2019 and has been corrected to august 16, 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.